Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, and gastrointestinal/ pelvic floor. It was reported that the patient stated the implant stimulates even when it is off and at 0.0v, including having it off for several weeks, which bothered them. Patient stated sometimes it wouldn¿t but then it may a little bit. Patient noted it would stimulate their leg, which aggravated their restless leg syndrome (rls). Patient stated they informed a rep (B)(4) at two appointments, who patient stated didn¿t seem to believe her. There were no further complications reported.